Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to confirm the reported complaint and replaced the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. The iesu has been evaluated by the failure analysis (fa) team. Fa was able to confirm the reported complaint via system logs but was not able to reproduce the issue during in-house testing. The iesu was tested on a golden system and no errors occur. All operations performed successfully via all ports.

Event description:
It was reported that during a training/demo of the da vinci system, the user informed an intuitive surgical, inc. (Isi) technical support engineer (tse) that the erbe generator was faulting with a 1-89 error. The tse reviewed the logs and found errors c-88, 1-89, and c-83. The tse instructed the user to reboot the erbe, but the issue persisted. A second hard power cycle was performed, and the error did not return. Later, the user reported that the erbe error returned, and restarting the erbe and hard power cycling the tower had no effect. The user converted to another da vinci system to continue with the training.